Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The patient was diagnosed with chronic thromboembolic pulmonary hypertension. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified pulmonary artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilation. However, on the third inflation at approximately 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status was good.